Manufacturer narrative:
The lot was manufactured march 17, 2023 to march 21, 2023.the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which showed residual fluid inside the device bladder. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused by approximately 70%. This was discovered during patient infusion. The line was inspected and found to be flushing well with excellent flashback. The device was filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.